Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the measurement stopped working and required the sensor to be repositioned three times to obtain a stable value. No patient impact or consequences were reported.

Event description:
The customer reported the measurement stopped working and required the sensor to be repositioned three times to obtain a stable value. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  The sensor was determined to be functioning as designed.